Event description:
A customer reported a malfunction on the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, but the customer was unable to reset it at that time and will call back once a charger is available.